Event description:
It was reported that a secondary medication set was leaking. This occurred during a patient infusion of a cytotoxin. It was reported that a few drips of fluid were observed coming from the tubing and running down the pump. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.